Event description:
On (B)(6) 2016, information was received from a nurse via a company representative regarding a male patient who was receiving baclofen 1000mcg/ml at 175 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On an unknown date, the patient experienced an infection in her abdomen. The infection was confirmed and the physician wanted to remove the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.